Event description:
It was reported that the pump screen went blank unexpectedly. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.